Manufacturer narrative:
Plant investigation has not been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed in the dialysate near the arterial hansen. Test strip was used to confirm and the machine alarmed. Estimated blood loss was 200 ml. Pt was thirty minutes into treatment when treatment was paused. Pt refused to complete treatment and facility had patient sign (B)(6). Patient denied any chest pain, headache, blood pressure was stable 155/85. Pulse 67, temperature at 96.3. Pt had no adverse effects and no medical intervention was required. The pt completed next treatment as schedule. Sample available.